Event description:
A consumer called and stated that their humidifier had stopped working. She stated that she used the humidifier to help relieve her son's allergies. Seven days after the humidifier broke, her son was admitted to the hospital with a collapsed lung. The consumer believes that this incident would not have occurred if the humidifier had been functioning properly. The intended use in the device's product labeling does not indicate that it is to be used as a therapeutic device for treating allergies.